Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the device was exposed due to necrosis. Furthermore, suspected infected area was debrided. There was no additional adverse patient effects were reported. This lead was surgically abandoned.

Manufacturer narrative:
This supplemental report was created to update h6: patient code with necrosis.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the device was exposed due to necrosis. Furthermore, suspected infected area was debrided. There was no additional adverse patient effects were reported. This lead was surgically abandoned.